Event description:
The report stated that the device self activated and a regrasp alert sounded. The site brought in another generator to troubleshoot and the same thing occurred. They then used another handpiece to complete the procedure. There was no pt injury.

Manufacturer narrative:
.